Event description:
It was reported that a user attempted to connect a freestyle libre 3 sensor to the ilet app and received an on-screen message indicating the sensor was not compatible, after which the packaging was verified to show libre 3 rather than libre 3 plus. No adverse clinical symptoms reported. Outcomes included no impact on health and no need for medical intervention. User support included review of device use and verification of the sensor model against ilet compatibility requirements. Investigation of this case revealed that the incompatibility resulted from use of a non-supported sensor model (libre 3 instead of libre 3 plus) and not from a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user selection of an incompatible sensor.

Manufacturer narrative:
Initial.